Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services placed on (B)(6) 2016 stated that this lead had inappropriate sensing due to arm movement. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).